Manufacturer narrative:
Investigation ¿ evaluation. A review of the complaint history, device history record, documentation, dimensional verification, drawings, instructions for use (IFU), manufacturing instructions, quality control data, and visual inspection was conducted during the investigation. The product was returned in the damaged condition. The device appears to have been cut beyond the hub. Catheter length beyond the hub measures 42 mm from the manifold hub. The extension tube is cracked and mostly separated at the location of the white luer hub connection. Closure clamps on the extension tubes have left deep impressions after being released. Additional similar impressions in the extension tubes resemble those left by the clamps. A document-based investigation evaluation did not observe any specific issues with current manufacturing or quality controls that may have contributed to this incident. There is no evidence to suggest the finished product was not made to specifications. Review of the device history record shows no nonconforming events which could contribute to this failure mode. It should be noted there were no other reported complaints for this lot number. It is possible based on the provided information that the root cause of this event is related to the forces experienced by the extension tubes of the catheter where tubes join the luer hub, however we do not have enough evidence to identify a definitive root cause at this time. Appropriate measures have been initiated to address this failure mode. We will notify the appropriate personnel and continue to monitor for similar complaints.

Manufacturer narrative:
Spectrum turbo-ject double lumen minocycline/rifampin bedside power-injectable PICC. (B)(4). The event is currently under investigation. A follow-up report will be submitted upon receipt of additional information or completion of the investigation.

Event description:
Customer reported that a patient received a spectrum turbo-ject double lumen minocycline/rifampin bedside power-injectable PICC on (B)(6) 2017 for unspecified treatment. The PICC line broke on the extension tubing beneath the white end cap hub during device maintenance on (B)(6) 2017. The device was explanted and replaced. The handling conditions and circumstances surrounding the event are not known. The device is reportedly available for evaluation; however it has not been received by the manufacturer as of the date of this report.